Manufacturer narrative:
Follow-up # 1 ¿ (02/12/2015). The patient¿s meter has been returned on 1/27/2015 and evaluated by lifescan product analysis on 1/29/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging an issue with the results stored in the memory of her onetouch ping meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter memory issue began on (B)(6) 2014 at approximately 1:45 pm. The patient manages her diabetes using insulin with no adjustments, and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿ketones in urine and headache¿ approximately 2 days after the alleged meter issue began. On (B)(6) 2014 the patient reported receiving telephone advice from her hcp to ¿increase her insulin dose and increase fluids to flush out the ketones¿. The patient stated that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr noted that results in the meter memory had the wrong date, and advised the patient to use the onetouch software to clear the meter memory. In a related complaint, the csr also noted that the date and time was set incorrectly on the patient¿s meter, and it was unknown if this had occurred immediately after the meter battery had been removed/replaced. The csr was able to walk the patient through a re-test and the issue was resolved. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.